Event description:
Two months after the percutaneous coronary intervention (pci), the patient had a non q-wave myocardial infarction and the target vessel was revascularized due to restenosis.

Manufacturer narrative:
As reported by the study, this female patient presented to cath with medical history including hypercholesterolemia, hypertension, iddm, family history of ischemic heart disease and 2-vessel disease was found. Medications at baseline included aspirin, ticlopidine, ca-antagonist, serum lip lowering drugs, b blockers, ace inhibitors, diuretics and insulin. Intra-procedure medications included heparin iu. This was a safian bifurcation lesion. A lesion in the distal lad was also treated before the procedure. Pci was performed on a de novo lesion in the proximal left anterior descending artery (lad) of 19.20mm in length in a 3.05mm vessel diameter. The lesion was also described as eccentric, diffuse, angulated and with thrombus absent. In the main branch (mb), plain old balloon angioplasty (poba) was conducted with a 2.5xc12mm balloon at 16 atmospheres (atm) before deployment of a 3.5 x 18 mm cypher at 18 atm. No post-dilation was done. Kissing balloon performed with a 3.5 x 12 mm balloon at 16 atm. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Next the side branch (sb), the 1st diagnosal, was 5.69mm in length in a 2.5mm vessel diameter. The lesion was further characterized as eccentric, ostial, angulated with thrombus absent. There was diffuse disease in the mb, but the stenosis was not very severe at the bifurcation. In addition, 5mm distal to the mb was covered by another cypher stent implanted distally. The (sb) was treated first with poba using a 2.0x15mm balloon at 14atm before deploying one 2.5x 28mm cypher at 16atm. Post-dilation was conducted with a 2.5x20mm balloon at 18atm. Kissing balloon performed with a 2.5x20mm balloon at 16atm. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. No intravascular ultrasound (ivus) was performed and there were no angiographic complications. Three days after the procedure, the patient had anemia and renal dysfunction. Additional details have been requested for this event. Approximately 2 months after the procedure, it was reported that the patient had a non q-wave myocardial infarction. This event was referred by telephone and additional details were not available. Three months later, a non target vessel was treated, from the 1st obtuse marginal (om) and the right posterior descending artery (pda). The patient also had a post-procedure event of pleural effusion wound dehiscence. Four months after the procedure, the patient had elective coronary artery bypass graft (CABG) due to angiographic stenosis. There was 70% stenosis recorded in both the mb and in the sb. The target lesion was revascularized. The surgical revascularization was : lima to lad, saphenous jump graft to d1, om, pda. The patient underwent a surgical intervention, not only to revascularize the coronary arteries, but mainly to replace the mitral valve (she had a severe mitral valve regurgitation) and due to the fact that repeat percutaneous procedures would have worsened the already impaired renal function. The patient had status post event: pleural effusion wound dehiscence. Seven months later, the patient had pain in both arms. Details of this event are not known. The patient also had heart failure but details of this event are not known. Please note that his product, lot number (i0705159) is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. A female patient with a history of angina, hypercholesterolemia, hypertension, diabetes and a family history of ischemic heart disease developed a mi and recurrent restenosis post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in the distal lad and proximal lad/first diagonal. This patient's gender and extensive cad put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. The administration of gpiibiiia and the performance or recording of acts was not reported. The characteristics of the distal lad lesion were not provided. It appears that a stent of unknown size was placed at an unknown maximum inflation pressure to treat this lesion. No other details regarding the treatment of this lesion were provided. The proximal lad/first diagonal was described as located in a bifurcation. The proximal lad aspect of the lesion was described as de novo, 3.05mm in diameter, 19.20mm in length, eccentric, diffusely diseased, angulated and with thrombus present. The first diagonal aspect of the lesion was described as 2.5mm in diameter, 5.69mm in length, eccentric, ostial, angulated and with thrombus present. Of note, the disease at the actual bifurcation was characterized as not very severe. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50x 18mm cypher stent at a maximum inflation pressure of 18atm in the proximal lad aspect of the lesion and a 2.50x 28mm cypher stent at a maximum inflation pressure of 16atm in the first diagonal aspect of the lesion. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. It was reported that the lad stent was within 5mm of the cypher stent implanted in the distal lad. The stents were then post-dilated by kissing balloon technique for a resultant timi flow of 3 and a residual stenosis of 0%. Three days after the index procedure, that patient developed anemia and renal dysfunction. The treatment, if any, for these events was not reported. Attempts to obtain further info and/or clarification regarding this event have been unsuccessful......more